Event description:
The manufacturer received information alleging a "ventilator service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer complaint was not confirmed when operational checking was performed. While the reported issue was not confirmed error codes e-069, e-131, e-133, e-147, were confirmed in the event log indicating a failure in the pressure sensor and proximal pressure sensor. A test for verification and disassembly investigation was performed, and no abnormality were found. Given the results, the cause was assumed to be a temporary failure in each pressure sensor. The technician recommends replacing the sensor board to address the issue. The customer request the device to be returned with out repairs.